Event description:
Following placement the needle would not retract and was difficult to remove. After manipulating and removing the device the patient complained of pain at the shoulder area. Catheter thought to have broke. X-ray performed to locate catheter fragment. Catheter not retained for examination.